Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer checked the analyzer and found no issues. He performed an ise check, which passed. The customer reported no further issues. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas 8000 cobas ise module (double) analyzer. The initial result was 151 mmol/l, and the repeat result was 176 mmol/l. The sample was tested on another line, and the result was 131 mmol/l.

Manufacturer narrative:
The investigation determined the event was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.